Event description:
Pt in ir for tx of occluded right inner carotid artery, stent was deployed and extractor wire was introduced to extract clot. Md was unable to pull extractor wire out past the stent so it was left in the pt. Overnight. Md was going to decide what to do in the am. I/r angio cerebral internal carotid bilateral with thrombectomy and carotid stent placement. Patient arrived in the ed by medic at 19:22. Stroke code was called. Dr. (B)(6) was the on call interventional radiologist who consulted at the ed bedside with the patient. Patient went to interventional radiology for stroke. Right ica successfully stented. Sheath advanced across stent and solitaire device advanced and deployed across distal ica and right m1. Despite efforts to maintain sheath position, sheath migrated back into stent and could not be readvanced. Attempt made to carefully remove solitaire device unfortunately resulted in entrapment of solitaire in stent. Additional maneuvers to remove device unsuccessful. Date: (B)(6) 2015, time: 1840, events: patient discovered at home to have taken a fall. Found by family with slurred speech and left sided weakness. Patient arrived in interventional radiology for angio cerebral common carotid right procedure. Tentative plan to remove the entangled solitaire device from (B)(6) 2015 were made for surgical removal. However the device manufacturer offered a technique for endovascular wire removal. After discussion with dr. (B)(6), vascular surgeon and the family the endovascular approach was completed. Through the pre-existing right groin sheath dr. (B)(6) was able to disconnect the wire from the stentriever and the wire was removed through the groin sheath. Selective injections of the right common carotid artery demonstrated widely patient distal right common carotid artery into the proximal right internal carotid artery. The proximal right internal carotid artery is completely (100 percent) occluded. A solitaire stentriever is positioned in the upper cervical right internal carotid artery, immediately above the carotid stent. The solitaire wire is no longer visualized. The stent and stentriever remain in stable position.